Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: according to the complainant, about ten (10) minutes after levophed (levo) guttae (gtt) was switched over to this pump, a downstream occlusion alarm occurred. Evaluation of the tubing revealed that the levo line had been clamped for past ten minutes. Patient, who has had mean arterial pressure (map) in the 30-50s, was on do not escalate order with a levo max of .1 microgram (mcg) per kilogram (kg) per minute (min). Therefore, the map was not a clear indicator that the line was still accidently clamped. When the line was unclamped, the patient's systolic blood pressure immediately went into the 200's, meaning that the levo line bolused infusion to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.